Manufacturer narrative:
(B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colostomy reversal procedure, the surgeon had placed the anvil and the stapler together. He had started closing down to do the anastomosis, just before he was able to close all the way down the stapler and anvil came apart. He was able to remove and replace them and complete the procedure with the same stapler. There was no pt consequence.